Event description:
The complainant reported that the clinician attempted to place the implant in a pt. The implant was successfully placed, but the driver got stuck to the implant and the clinician had to pull the implant out of the pt's mouth (B)(4). There was no indication from the complainant of any adverse effect to the pt as a result of the reported product problem.

Manufacturer narrative:
Only an implant and cover screw were returned; no driver was returned. The cover screw appeared unused. The implant showed minor wear on the apical end (bottom tip) of the implant on one side oriented linearly from center to outside. This wear is not typically seen and may have been caused by an off-axis load applied to the implant during placement or during the removal of the driver. The implant had some minor deformation on the internal hexalobular feature where the driver engages. The deformation was not considered excessive. Based on the wear on the tip of the implant and the possible cause of off-axis loads applied, the internal threads of the implant were inspected. This is the region of the implant that the driver "pilot" would engage when off-axis loads are applied. There was some deformation of the first two threads on the side opposite of where the tip wear was observed. This suggests that off-axis loads may have been applied. It is likely the intended friction fit between the driver and implant caused by the off axial pressure applied by the clinician, resulted in a high retention force making driver removal difficult. This product is supplied by keystone dental as a non-sterile device, consequently, there is no expiration date. The lot number of the device at issue in this complaint was not reported; therefore, the manufacture date of the device is unk. (B)(4).